Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that the foreign matter stuck in the air/water nozzle could not be sufficiently removed and clogged. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. Evaluation found the air/water supply volume and water removal ability did not meet the standard value due to clogging of the nozzle, the bending in the up direction and play of the up/down knob did not meet the standard value due to wear of the angle wire, the bending section cover was scratched, the bending section cover adhesive had a white clouded area, and the image guide protector was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the gastrointestinal videoscope had air/water flow issues during a diagnostic upper inspection. The procedure was not affected since the nozzle was not completely clogged. The scope was inspected prior to use and a kaigen washer kd-1 was used to clean the scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.